Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/31/2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data indicated the pump was shipped on (B)(4) 2014 and the first basal delivery was recorded on (B)(6) 2014. The event recorded on (B)(6) 2014 in the pump history was recorded prior to the ship date. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed with no incidences. Bolus delivery exercises were completed and recorded correctly. The reported history/setting issue was not verified in the black box or duplicated in the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump history showed that the pump was suspended on (B)(6) 2014 that was not programmed by the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.